Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2025, the patient reported that his cgm was reading 157 mg/dl. No bg meter reading was taken. The patient felt dizzy and weak. The patient called emergency medical services. At an unspecified time, the patient also fell and lost consciousness. At the emergency room (ER), a blood test and EKG were done and it was reported that the patient¿s cgm was 40 points off when compared to the patient¿s bg meter reading. At an unspecified time while in the emergency room, the patient¿s bg meter was reading 187 mg/dl. No cgm comparison value was reported at this time. There was no information about treatment. The patient was discharged home after approximately 7 hours. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 40 points. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. No additional patient or event information is available.